Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, via a 6f sheath using a pre-close technique, prior to an aortic abdominal aneurysm (aaa) stent graft procedure. Reportedly, a cuff miss occurred. Two additional proglide devices were used with the same results. The sutures of two additional proglide devices were successfully preplaced prior to the aaa procedure. The sheath was upsized to 16f and the aortic abdominal aneurysm stent graft procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of the fourth and fifth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The two other proglide devices referenced are filed under separate medwatch MFR numbers.